Event description:
This ra lead was implanted on (B)(6) 1999. Patient placed a call to patient services on (B)(6) 2012 and stated that his physician would like to reposition his device as it sticks into his left armpit. Patient states his md suggested repositioning the device and explanting his current leads. Patient states he feels this is a little risky however his md stated that the procedure has gotten less risky. Patient states that one reason for the lead explant is due to muscle stim that he has been getting since the device was put in-described it as real bad. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).